Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified lesion in the iliac artery. The 8.0x100mm absolute pro self expanding stent system (sess) was advanced to the target lesion however after deployment was initiated and the stent released a few millimeters, the thumbwheel appeared to be blocked, preventing the complete release of the stent. The sess was removed and the procedure completed with another stent. Although the extended procedural time resulted in prolonged anesthesia for the patient, no complications were reported therefore the delay is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported mechanical jam were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the device was bent in the mildly calcified anatomy resulting in preventing the shaft lumens from moving freely; thus, resulting in the reported mechanical jam and the reported activation/deployment failure; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Manipulation of the compromised device resulted in the noted partially deployed and flowered stent and during removal resulted in the noted stent damages (multiple stretched/bent struts and one broken strut). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.